Event description:
Pharmacy states they premix solution such as calcium, electrolytes and many other substances into a solution bottle and then hang the solution bottle for delivery into tpn bags. The solution bottles have an unknown percentage of overfill. The solution bottles have been running dry. The facility reported the premixed solution bottles are used on a per patient basis as the tpn's are being made for individual patients for a week at a time. The pharmacy reports the compounder does not alarm. Occasionally, the compounder will indicate the solution added to the bag is an ml over or under the ordered amount. No patient injury or medical intervention has been reported related to the reported issue.